Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 6 months, 29 days post transfemoral valve in valve tavr procedure with a 23mm sapien 3 ultra valve in an unknown surgical valve, the patient's valve was explanted and replaced with a surgical valve. Per medical records review, 6 month echo report showed severe stenosis of the tavr valve with an ava of 0.55cm2 and no vegetations. The valve was explanted and a surgical valve was implanted. During explant of the 23mm sapien 3 ultra valve, the prosthetic valve and tavr valve were noted to be calcified. The patient had severe calcification of the aorta.

Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on medical record. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 6 months, 29 days post transfemoral valve in valve tavr procedure with a 23mm sapien 3 ultra valve in an unknown surgical valve, the patient's valve was explanted and replaced with a surgical valve. Per medical records review, 6 month echo report showed severe stenosis of the tavr valve with an ava of 0.55cm2 and no vegetations. The valve was explanted and a surgical valve was implanted. During explant of the 23mm sapien 3 ultra valve, the prosthetic valve and tavr valve were noted to be calcified. The patient had severe calcification of the aorta'. Additionally, the patient has diabetes mellitus ii. Diabetes mellitus is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (diabetes mellitus) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.